Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump had high blood glucose value and reservoir had air bubbles. Customer's blood glucose value was 522 mg/dl. The reservoir was returned for analysis.